Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, insulin leaked at the cartridge septum from the syringe needle when attempting to fill the cartridge. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer's blood glucose level was 180 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.